Event description:
This is a spontaneous case report rec'd from a physician in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced coils stretched and broke off, failed insertion, and essure did not release. No info given on patient's history, past drugs, concurrent conditions and concomitant medication rec'd. On an unspecified date the patient had essure (fallopian tube occlusion insert) inserted. The physician had a failed essure procedure. Again the essure did not released and she pulled it due to which the coils were stretched and broke off. Physician removed the remaining coils with a tang, but she was not sure she removed them all. The patient would come back for replacement. No further info was provided.